Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images could not confirm the reported separation of the outer jacket behind the previously attached clam shell repair. Additionally, a layer of tape was observed over a majority of the external portion of the patient¿s driveline indicating potential cosmetic damage; however, the potential damage underneath the tape could not be visualized/confirmed based on the submitted images. Although a specific cause for the damages could not be conclusively determined through this evaluation, no alarms were reported in association with this event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient underwent a driveline revision on (B)(6) 2025. No alarms or unusual events were observed after the repair. Patient also did not experience any adverse consequences.

Event description:
It was reported that the percutaneous lead separated behind the previously attached clam shell repair (reported under MFR # 2916596-2024-00594). There were no active alarms. The customer requested an external driveline revision.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d9: corrected - the replaced portion of the percutaneous lead was returned for analysis. Manufacturer¿s investigation conclusion: the report of damage propagating behind a previously attached clamshell repair was confirmed through analysis of the returned driveline portion. A specific cause of the damage could not be conclusively determined through this investigation. The submitted photographs captured portions of the external driveline completely taped. Degradation of the clamshell adhesive at the interface of the clamshell and the taped driveline was noted. The damage appeared to be cosmetic in nature. A distal end driveline repair was performed by an abbott technical services representative on 24apr2025. Approximately 16¿ of the external portion/distal end of the driveline was returned for evaluation. The driveline was noted to be wrapped with several layers of tape for the entire length of the driveline. Separation of the clamshell adhesive and the taped area of the driveline was noted. Removal of the tape revealed outer jacket breaches at approximately 3.5", 6"-7", and 12.5" from the controller connector (cc). The underlying bionate layer did not appear to be damaged. The pins of the system controller connector appeared unremarkable. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires showed no breaches in the insulation. The wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.